Event description:
It was reported that when the patient was programmed after implant she was told that she had to feel 'the heat' for stimulation to work. When she got home she could hardly sit as she was in pain, and the device kept shocking her. The patient stated that it felt as though there was "a string pulling on her vagina." She had to sit on one hind cheek or lay down. Her daughter saw how uncomfortable she was and called the md, who told her to turn down stimulation. The patient changed programs and turned down stimulation and the pulling sensation was not as bad but, she could still feel it. It was reported that the patient had daytime benefit, but the symptoms changed and she lost relief when she started to take blood pressure medication benicar on (B)(6). When she stopped taking it on (B)(6) the daytime relief came back. It was also reported that the patient experienced a decrease in therapeutic benefit at night, and was unable to get to the bathroom three or four times each night. The patient tried adjusting stimulation at night without success. The hcp put the patient on a water pill, but there was no benefit and her legs swelled up. It was noted that the device was accidentally turned off one time. The patient was put on a new program and felt stimulation in her buttocks, but not the vaginal area. The hcp reported that the patient was changing to a program and if it was not doing its job she was changing to a different program in 5 minutes. He stated that the patient was not giving enough time to let the stimulation work. He wanted the patient to try each program for about 1-2 weeks. It was also reported that the programmer was not working, however the patient still appeared to be able to use it. It was later reported that the patient was told she needed to feel the stimulation in a specific part of her body. When she felt stimulation there it no longer hurt. Following the change in stimulation location the patient got relief during the day and was still up several times a night, but less than she had previously been. The patient planned to increase stimulation to see if nighttime relief could be improved.

Manufacturer narrative:
Product ID 3093-33, lot# v941222, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).